Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis. The hp was hospitalized on the same day. The cause of the peritonitis was a break in aseptic technique, which was further described as touch contamination. The hp was treated with cefepime ip (dosage and frequency not reported). At the time of this report, the hp was still in the hospital and had not yet recovered.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It was reported that on an unknown date, the patient passed away. It was unknown if the patient recovered from the peritonitis prior to death. It was not reported if an autopsy was performed. Should relevant additional information become available, a follow-up report will be submitted.